Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months.the device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had intermittent alarms on the system controller, followed by a red heart alarm and a pump stoppage. The patient was not symptomatic during this time. The patient switched to his backup system controller and the pump restarted; however, the new system controller began to intermittently alarm. The patient went to the hospital where the system controller was changed but the alarm did not resolve. The power module started to alarm with a red battery and yellow wrench alarm as well, so the patient was switched to a second power module setup which did not resolve the alarms. The patient was then switched to a pocket system controller and placed on batteries with no further alarms. The patient was taken directly to the or on batteries for a pump exchange.

Manufacturer narrative:
The evaluation of lvad confirmed internal driveline wire damage that could have contributed to the reported event. Examination of the rotor upon disassembly of the lvad revealed a small thrombus formation surrounding its bearing ball. Its lack of lamination and denaturation indicates that this formation likely developed acutely while the lvad was supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined, its size suggests that it would not have contributed to the reported event. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or electrical shorts. However, visual inspection of the pump-end of the driveline confirmed that the insulation of the red wire was breached, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive flexing in this location. The remaining wires were abraded, but were otherwise unremarkable. If the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source, such as the power module, the resulting electrical short to ground could have resulted in the reported alarms and pump stop. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: red heart alarms on epc, then pump stop alarm when attached to display/power module. Exchanged system controller multiple times with short-term resumption of support. System continued to "short" multiple power modules. No obvious damage on external portion, pump stops when laid flat for drive line x-rays.